Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2026-02099- device 2 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced two bent cannulas events on (B)(6) 2026. The blood glucose level was 400 mg/dl. The patient experienced urinary frequency/polyurea. No further information is available.